Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results for two patients. The patients were reactive for syphilis with tppa testing. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient 1 pregnant initial result = 0.72 s/co repeat result after high-speed centrifugation = negative. Patient 2 chronic kidney failure with history of positive syphilis test initial result = 0.81 repeat result after high-speed centrifugation = negative. Trust on both patients was negative. Tppa on both patients was positive no impact to donor management was reported.

Event description:
The customer observed false nonreactive architect syphilis tp results for two patients. The patients were reactive for syphilis with tppa testing. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient 1 pregnant initial result = 0.72 s/co repeat result after high-speed centrifugation = negative. Patient 2 chronic kidney failure with history of positive syphilis test initial result = 0.81 repeat result after high-speed centrifugation = negative. Trust on both patients was negative tppa on both patients was positive no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any increase in complaints for the complaint issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 67718be01 was identified.